Event description:
It was reported that this patient's implantable pacemaker's longevity was noted to have decreased from four years remaining to 1.5 years remaining since (B)(6) 2023. Boston scientific technical services was contacted to determine whether the battery was depleting prematurely, but complete data was not provided for analysis. Potentially high atrial rate sensing could be the cause of the accelerated depletion, but this could not be confirmed due to the lack of data. At this time, the pacemaker remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that this patient's implantable pacemaker's longevity was noted to have decreased from four years remaining to 1.5 years remaining since may 2023. Boston scientific technical services was contacted to determine whether the battery was depleting prematurely, but complete data was not provided for analysis. Potentially high atrial rate sensing could be the cause of the accelerated depletion, but this could not be confirmed due to the lack of data. At this time, the pacemaker remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to correct d6a.